Event description:
A laparoscopic tubal sterilization with spring clips was being done when a fallopian tube clip came off in the pts abdomen. During attempts to retrieve the clip, it came apart in two pieces. The gold plated metal piece was retrieved, but the plastic jaws component was not. No remedial surgery was done to retrieve the foreign body. Another clip was successfully applied to complete the case.